Event description:
It has been reported to the company that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated to 5mm to occlude the vessel. The physician was about to perform an intervention and noticed that the occlusion balloon had deflated. The device was removed and replaced with another to complete the case.